Event description:
Pt complained of chest wall pain for four days. No sign of swelling, hickmanogram performed and dye seen to be exiting normally from catheter and also a small leak from catheter wall into chest tissue. Catheter removed from pt.